Event description:
It was reported that the colonovidesocope exhibited signs of damage to the biopsy channel, consistent with instrument passage. The issue was found during a colonoscopy procedure for use . There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a stuck black item or tool inside the channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.